Manufacturer narrative:
It was reported that approximately 48 months post implant of a bifurcated device and a suprarenal aortic extension and limb extension an endoleak was identified. The patient had a follow up and the computed tomography scan revealed a separation between the components. Physician has elected to bring the patient in on (B)(6) 2014 to seal the endoleak. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported endoleak is confirmed based on clinical assessment of operative CT. There were suboptimal medical documentation and imaging studies available for this review. Product use might have been incongruent with the IFU due to: the reported aortic neck length of 1.2cm and the left iliac artery diameter greater than 2.3cm. Cautionary product use that might have contributed to this event is the patient's history of chronic kidney disease and the inability to tolerate contrasted surveillance. Ultrasound was used to monitor the patient. The patient's medical history might have contributed to this event as disease progression, given the longevity of the device. Their anatomy (the reported, near 60 degrees shift of the blood lumen) might also have contributed to this complaint. It was noted that the aneurysm had been observed to be increasing since 2013; aortic remodeling due to unresolved/untreated endotension might also have contributed to this event. There was substantiated evidence of a type ii endoleak at index (mid left lateral) and a type iii-a, as well as a stent graft complaint of a complete component separation 47 months post implant. The secondary procedure of an infrarenal aortic extension was substantiated, but the procedural outcome was unknown due to lack of information. The patient was discharged home on the second post-operative day. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause for the reported endoleak is most likely due to the patient's anatomy, which was incongruent with the IFU. Vessel remodeling is also a likely contributor.

Event description:
It was reported that approximately 48 months post implant of a bifurcated device and a suprarenal aortic extension and limb extension an endoleak was identified. The patient had a follow up and the computed tomography scan revealed a separation between the components. Physician has elected to bring the patient in on (B)(6) 2014 to seal the endoleak. Reportedly, the patient came back on (B)(6) 2014 and the physician chose to traverse the separation of the grafts and implanted an infrarenal aortic extension and bridged the gap in the grafts. The endoleak sealed and the patient is doing well.